Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg pocket site. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was implanted deeper within the same pocket. The issue was resolved.